Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 6.7 cm in diameter abdominal aortic aneurysm. It was reported that during the index procedure, a proximal type I endoleak was observed. The proximal neck diameter was 27-31mm. The physician did not know the cause for the type ia endoleak; however, it was attributed to neck angle and morphology. The physician decided to implant eight aptus endo anchors however, this did not resolve the endoleak. The physician decided to complete the case and will continue to monitor the patient. No additional clinical sequelae were reported and the patient is fine.